Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at an 1.0 mg/day) via an implantable pump for an unknown indication for use. Pump logs were received from an interrogation on (B)(6) 2018 at 09:17. The logs show a motor stall occurred on (B)(6) 2016 at 20:32 with a recovery the same date at 20:52. There was no reported patient impact. No complications were reported or anticipated. Additional information was received. It was stated no MRI was performed. No additional symptoms as a result of the motor stall were reported. No contributing factors to the motor stall were identified.